Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for a normal pacemaker replacement procedure due to elective replacement indication (eri). During the procedure, it was noted that the physician was unable to disconnect the leads from the header of the pacemaker. Bone cutters were used to crack the header and retract the leads. Upon examination, it was noted that the proximal tip of the atrial lead had been stripped. In addition, the proximal end of the atrial lead would retract towards the distal end of the lead when pushed against. The pacemaker was replaced without further incident. The patient was stable throughout.